Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during surgical use of an anatomic stemless shoulder arthroplasty, the surgeon prepped the glenoid ready for reaming. Using the planning app he had planned to put a large caged glenoid into the patient but stated to me that it was going to be very tight looking at the patients anatomy. He moved up the sizes of the reamers and asked for the large reamer. The scrub nurse handed over the reamer on the tri-drive, the surgeon inserted the reamer but struggled to make contact with the glenoid surface as stated because of the patients anatomy it was very tight. He was quite forceful with the reamer trying to insert it and as he finally got the reamer down to contact the glenoid he advanced the power tool and the reamer shattered inside the shoulder. The surgeon took out the pieces of the reamer checking for any remanence that may have remained he washed out the shoulder and continued with the procedure using the cannulated reamer to finish of the glenoid preparation. There was a surgical delay/prolongation of 5-15 minutes; however, the patient did not experience any adverse events as a result of the surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The device will be return.

Manufacturer narrative:
H2: the broken device reported was likely the result of experiencing high loads while the reamer was under power which led to fracture of the blades.

Manufacturer narrative:
H6: corrected medical device problem code. Manufacturer narrative updated: the broken device reported was likely the result of experiencing high loads while the reamer was under power which led to fracture of the blades.